Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was reported to have decreased urine output. Checked bladder with scanner and found 550ml in bladder. Foley catheter removed and replaced with a non temp sensing foley and had immediate return of 700ml out. Sample is available lot number: ngkp4384. Per additional information received via email on 25sep2025, it was reported that the patient had a distended bladder and discomfort. Foley was pulled after bladder scan. Troubleshooting was performed (flushed, irrigated, deflated balloon, repositioned).

Event description:
It was reported that the patient was reported to have decreased urine output. Checked bladder with scanner and found 550ml in bladder. Foley catheter removed and replaced with a non temp sensing foley and had immediate return of 700ml out. Sample is available. Lot number: ngkp4384.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.